Event description:
The international distributor reported the ventilator would not operate on ac power or charge the backup battery. The ventilator was not in use on a pt, and therefore there was no pt involvement or harm. The distributor's service engineer confirmed the reported problem. The service engineer replaced the power supply and the problem was corrected. The power supply was returned to the MFR for failure analysis and testing. Failure analysis of the power supply indicates the inductor on the snubber board is damaged, and there is evidence of arcing. This type of failure may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt.